Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine pulse generator change out procedure, the setscrew could not be loosened. Manipulation of the silicone seal revealed that the header set screw had sheared off. The device was explanted and replaced. The patient was in stable condition.